Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.